Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that on (B)(6) 2011 the patient obtained a blood glucose reading of "greater than 600 mg/dl". The patient contacted her hcp, who advised the patient to correct her blood glucose level using insulin via a syringe and to increase her basal rate. On (B)(6) 2011 at 7:30 am, the patient obtained a reading of 346 mg/dl and experienced the symptom of nausea. During troubleshooting it was discovered there was an air bubble in the cannula tubing, which can contribute to under-infusion of insulin. The patient's technique was incorrect in that there was an air bubble in the infusion set cannula/tubing. However, as the patient suffered blood glucose levels suggesting severe hyperglycemia while using the pump, this complaint is being reported.

Manufacturer narrative:
(B)(4): no defect was found. A 29 hour flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications. Daily insulin delivery totals correctly reflected programmed basal rates. No activity outside normal use observed in black box or download history. No data in black box or download histories from time of reported bg issue due to continued use.